Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, the injector did not advance the lens correctly, so the lens got stuck and trailing haptic folded strangely and potentially gouging the optic. Iol failed to be injected into eye from company preload device due to issues with trailing haptic. The lens was removed and tried to load manually but nurses struggled to get company injector plunger to engage the iol. So a backup lens was used to complete the procedure on the same day. Additional information has been requested but is not available at the time of this report.